Event description:
The customer stated that she passed out one evening. Her sister suspected that her blood glucose was low and called paramedics. While waiting for the paramedics to arrive, the customer's sister tested her glucose using her breeze meter and received a reading around 70 mg/dl. Paramedics arrived about 15 minutes later and they received a reading of 26 mg/dl using their meter (type unknown). The customer did not know what paramedics used to treat her, but most likely it was glucose. The customer regained consciousness at home and did not have to be hospitalized. The test strips and meter are to be returned for evaluation. A breeze 2 meter kit was sent to the customer.